Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, not provided. The information provided reasonably suggests the lens was inserted and removed during the same procedure. If explanted, give date: unknown, not provided. The information provided reasonably suggests the lens was inserted and removed. During the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsular bag broke, which prompted the doctor to change the original zcb00 23.0 diopter intraocular lens (iol) to a sulcus lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/15/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed both haptics in a folded position. Lubricant material residue and loose particles were observed on lens surface. Also, a cut was observed at the lens edge. The reported issues could not be verified. The condition in which the product was received is consistent with a lens that was handled and preparation for surgical. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.